Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a crack on the top right and left corners of the screen of insulin pump. Customer also reported a crack underneath the esc button of insulin pump keypad. No significant events leading to the damage were observed. Advised discontinuation of the insulin pump. Nothing further reported.